Manufacturer narrative:
(B)(4). Moss miami single innie final tightener (product code: (B)(4), lot numbers: g0209) was returned to the complaints handling unit (chu). The tightener from lot g0209 was found to have had its hexlobes stripped in a manner that is consistent with its direction of rotation. This wear to the instrument starts at the distal tip and can reach up to halfway down the length of the hexlobe. This damage could potentially occur if the tightener is not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging the tightener¿s hexlobes in the process. The damage is also indicative of the tightener slipping while tightening the set screw since torque is not being transferred to it. This means that the set screw may not have been properly tightened down on the rod due to the tightener not being fully seated in the set screw during tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tightener stripping cannot be determined from the sample and the information provided. A potential root cause may be having the tightener not fully inserted into and flush with the set screw during tightening. This would cause torque to be applied to a limited surface area, damaging the tightener¿s hexlobes in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Six days postoperatively all 4 innies has loosen from screw head. Innies was fixed by torque limiter. Result of this case was a revision surgery. Details will following. On (B)(6) 2015 reopen recept of products raynham.